Event description:
Entire shaft froze during testing. Removed and another probe was used. No patient contact.

Manufacturer narrative:
No patient injury was reported. Testing indicated a vacuum insulation failure in the cryo probe. Frosting of the shaft was confirmed.